Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -13.00/+1.0/x133 (B)(4). Method codes: evaluation method: lens work order search. Results codes: evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions code: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer -13.00/+1.0/x133 diopter lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to excessive vault and elevated intraocular pressure. The lens was exchanged for a smaller length lens. This resolved the problem.